Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and evironmental chamber testing without duplicating the report. The device was recertified and returned to the customer. The pads used were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.